Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the scs ipg was explanted and replaced.

Event description:
It was reported that the patient did not charge their scs ipg per manufacturer guidelines. In turn, the device became inoperable and the patent underwent surgical intervention to resolve the issue.

Manufacturer narrative:
Corrected data: the h6 codes have been updated to reflect the additional information. Attempts were made to obtain complete patient data. Additional information was not provided.

Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg stopped working a year ago. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Attempts were made to obtain complete event and patient information. Additional information was not provided. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.